Event description:
Complainant alleged that the device failed to power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and the system board was replaced to resolve the malfunction.